Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd pegasus¿ safety closed IV catheter had foreign matter in the catheter. There was no report of blood exposure, serious injury, or medical intervention.

Event description:
It was reported that a bd pegasus safety closed IV catheter had foreign matter in the catheter. There was no report of blood exposure, serious injury, or medical intervention.

Manufacturer narrative:
A device history review was conducted for lot number 68106239. A review of our records determined that this is the second instance of a defective hub occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Although a photo was submitted for evaluation it was not sufficient to evaluate the reported occurrence, and a physical sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.